Event description:
A journal article was received that contained information regarding this device. The device was undersensing the atrial event and tachycardia occurred. The device was reprogrammed. The status of the device appears to be still in use. Further follow up did not yield any additional information. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. This event occurred outside the us. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: . What is the tachycardia? Journal of cardiovascular electrophysiology. January 1 2012;23(1):108-109.